Event description:
It was reported that during use in a procedure at the user facility. The bur broke in tip of the device. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention were reported.